Event description:
A malfunction alarm, identified as alarm 20, was reported during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and 485 mg/dl was confirmed. The customer, with assistance from technical support, loaded a new cartridge correctly and successfully resumed insulin therapy.